Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our canadian affiliates, during implant of a sapien 3 ultra valve, the distal tip of the esheath+ was found to be torn. There was no reported resistance during insertion of the esheath+ or advancement/withdrawal of the delivery system, and no difficulties occurred during device removal. The timing of when the damage occurred could not be determined. No patient injury occurred and the patient remained in stable condition.